Event description:
Product analysis was completed on the suspected device. The generator would not interrogate and the generator was opened and the measured voltage confirmed an eos condition. The dut battery was noted to be swollen at 0.2685 inches and the generator case was swollen at 0.313 inches, and should have measured 0.216 ± 0.010 inch and 2.6-2.8 inches, respectively. Both the case and battery measurement did not meet specification requirements. With a bench power supply, the vcpu on the pcba was set to 2.2v and communication could not be established with the dut. The battery was removed and set to 3v and communication could still not be established. A comprehensive automated pcba electrical evaluation was performed and the dut pcba did not perform to specifications. Components c1, c3, c4, and c17 were isolated and a scalpel was used to cut the copper trace between individual components and gnd. After isolating each capacitor, there was no reduction in the standby current and remained at 11.5 ma. The accelerometer (a3) was removed, pcba set to 3v, and the standby current measured 11.5 ma. The increased current consumption was not duplicated after the components (a1, a2, a3) were removed, possibly due to the heat required to remove them. A2 is suspected to be the cause of the increased current consumption at the bench. Burn marks were observed on the generator indicating that the generator may have been exposed to electrocautery during explant, which may have been a contributing factor for the high standby current and swollen battery. It is suspected that the original allegations were masked by the side effects caused by electrocautery. All components on the dut were checked for electrical shorts and none were found that would have contributed to the high standby current. Increased current consumptions was not duplicated after a1, a2, and a3 were removed from the dut, but a2 is suspected to be the cause for the high standby current. The burn marks indicating electrocautery may have been a contributing factor for the high standby current and swollen battery. Pa worksheet was reviewed and no anomalies were seen.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's seizures increased from one every six months to daily. The patient was later admitted to the hospital. The generator was replaced due to battery depletion and the device has been received to undergo product analysis, however product analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
B4, corrected data: supplemental report 1 inadvertently omitted the date the report was submitted, 08/28/2024. This has been updated to 12/27/2024 to reflect the date this supplemental 3 report was submitted. H6, corrected data: supplemental report 2 inadvertently did not update to code c1205 and d14.

Event description:
Additional information was received that electrocautery was not used with the newly placed generator but was probably used to remove the explanted generator. It was also noted that the explanted generator was unable to be interrogated prior to surgery.

Manufacturer narrative:
B1 product problem, b5 event description, corrected data: allegation of premature battery depletion was received prior to initial report submission and inadvertently omitted from report f10 medical device and component codes, corrected data: allegation of premature battery depletion was received prior to initial report submission and inadvertently omitted from report h1 malfunction, corrected data: allegation of premature battery depletion was received prior to initial report submission, making reportability a malfunction rather than serious injury, and was inadvertently omitted from report.

Event description:
It was later reported that the generator was returned to investigate premature depletion of battery. Additional information was received that the level of seizures compared to pre-vns baseline and the cause of the seizures is unknown.